Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified no damage or signs of malfunction that would contribute to the event. The device was measured and matched print specifications. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The product experience report listed low bone density (type iii) bone as part of the patient's pre-existing condition. The reported device was located on an unknown tooth location and was used for approximately 3 days. The customer did not provide any pictures or x-rays. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported that the patient experience consistent pain for days, pt. Wanted implant out. The implant was removed and area bone grafted. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Last name unknown / not provided.

Event description:
It was reported that the patient experience consistent pain for days, pt. Wanted implant out. The implant was removed and area bone grafted.